Event description:
The ez dilate fixed wire balloon size 18-19-20mm lot 467942 was used to dilate a shatzki's ring during an esophagogastroduodenoscopy- the balloon would not deflate properly. The balloon had to be cut using wire cutters to be safely removed from the scope. Once the scope was reinserted into the patient a small, tubular white piece from the balloon went into the patient¿s lung- patient was then intubated to protected her airway, the piece was removed completely without any difficulties. Patient had no issues after procedure- we pulled all the devices with lot # 467942 and contacted olympus to let them know what happened.